Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that due to diminished effect, the patient¿s generator and the lead were removed. It was noted that the patient had recovered.